Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tap not sticking and fall off event on 21-april-2024.. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.